Event description:
Health care providers have had multiple reports of the 4 fr cook spectrum turbo-ject power-injectable PICC lines breaking and leaking over the last three months. Lot #13665645 and 13665509 identified containing faulty/malfunctional PICC lines. The cook spectrum turbo-ject power-injectable PICC is being discontinued, but health care providers still want to report the issue, as it has happened multiple times.